Event description:
It was reported through the filing of a lawsuit that allegedly on or about (B)(6) 2015 the patient underwent a left total knee arthroplasty using simplex hv bone cement to cement all components. It is further alleged that he had to undergo a revision surgery on or about (B)(6) 2019 due to alleged loosening. No further information have been provided.